Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle on the returned 22 ga x 0.75 in safestep infusion set was confirmed but the cause is unknown. The device was returned in opened packaging. The plastic needle cover was present over the needle shaft and the safety mechanism had not been activated on the device. A sharp bend in the needle shaft was present where the needle extended out of the inactivated safety mechanism. Microscopic observation of the needle bevel did not reveal any apparent deformation to suggest that the needle had been advanced against a solid surface (e.g. Port base). When an attempt was made to advance the safety mechanism, the safety mechanism could not be advanced over the needle due to the severity of the bend. Additional force was applied to overcome the resistance caused by the bend, in order to activate the safety mechanism. The sharpest point of the bend was located approximately 8 mm from the proximal end of the needle. The needle shaft was bent on the returned device. However, the exact cause could not be determined at this time. Possible causes could include force applied during manufacturing, shipping, storage, or use. A lot history review (lhr) of asens0091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bent needle. Changed new one. No other information was provided. (B)(6) 2021- the safety mechanism could not be advanced over the needle due to the severity of the bend on the returned sample.